Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 202 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer took an xray at the dentist office. The customer does not use the sensor feature. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.